Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, during set up the vaso view hemopro was plugged in and someone smelled smoke. The jaws were glowing and they noticed melting at the end of the harvesting cannula where the c-ring comes out. They unplugged the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.